Event description:
The probe was pretested and placed in position by the ir doctor. 2 more probes were placed and the freeze cycle was started. Within 30 seconds noticed that the shaft was frosting. Immediately started thawing that probe. It was removed and replaced and the treatment was completed.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.